Manufacturer narrative:
Photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Cyst(s): unable to observe as it is a medical event that is not related to the device. Local reaction: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: h.6.

Event description:
Patient reported "seroma", "inflammation", "intact when removed, but a few hours later it ruptured when gently squeezed in the hand" confirmed via ultrasound and MRI. Healthcare professional reported "small cyst" and "impaired implant integrity...with a small amount of free fluid along the implant contour". This record is for left side. Device was explanted.

Event description:
Patient reported "seroma", "inflammation", "intact when removed, but a few hours later it ruptured when gently squeezed in the hand" confirmed via ultrasound and MRI. Healthcare professional reported "small cyst" and "impaired implant integrity...with a small amount of free fluid along the implant contour". This record is for left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.